Event description:
It was reported that during the use of a proplege coronary sinus catheter, pr9 it was found to be defective. It was reported that it was almost completely severed at the base of the white coronary sinus pressure line. The issue was discovered during use just after placement it was noted that the device was leaking around the white coronary sinus pressure line. The device was removed a replaced with a new pr9. No patient injury.

Manufacturer narrative:
The clinical observation was confirmed. Visual inspection of the returned device found that the coronary sinus pressure extension lumen was detached from the trifurcation of the device. A review of the device history record indicated that this device met all specifications upon distribution. Attempts to obtain additional information were made without success. The root cause of this report is unable to be determined. No CAPA is applicable at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation anticipated upon receipt.